Event description:
The reporter states that she tested the customer and obtained a blood glucose result of 420 mg/dl on the accu-chek advantage meter in comparison to a lab result of 189 mg/dl. The blood glucose results were obtained within a 10 minute timeframe. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.